Manufacturer narrative:
The customer contacted the philips call center. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the therapy pca and capacitor needed to be replaced to return the device to working condition. The customer replaced both the therapy pca and capacitor to resolve the issue. The device remains with the customer. As multiple components were installed in the process of repair by the customer, a definitive cause for the failure could not be determined.

Event description:
It was reported to philips the device keeps showing a shock equipment malfunction and will not pass the defib test.